Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Correction to field h6: device codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced dissatisfaction. The patient did not have a solid erection, and the device was too small for the patient. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Correction to field h6: device codes. Correction to field b5: describe event or problem. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues related to device length and malposition may have been due to a potential measurement and placement error of device during the implant procedure.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced dissatisfaction. The patient did not have a solid erection, and the device was too small for the patient. Also, the cylinders did not appear to be seated properly. The ipp was explanted and replaced. No patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced dissatisfaction. The patient did not have a solid erection, and the device was too small for the patient. The ipp was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.